Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: the ok keypad button was intermittently responsive. The contrast, down arrow, and up arrow keypad buttons responded appropriately to user input. The ok keypad button contact was inverted. The keypad was removed to find no evidence of contamination on the button contacts. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the ok keypad button was not responsive. This report is made based on results of investigation completed on 24-apr-2018.